Manufacturer narrative:
Added (B)(6) 2017: the product was returned but the evaluation was unable to conclusively verify the complaint as valid. Reported failure was not confirmed; during investigation, no fault was found with the cam01 monitor. Therefore, an investigation for cause was unable to be performed, service history provided by the service centre in trackwise was reviewed and no anomalies that could be associated with the complaint incident were observed. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: jul-2010. Trending analysis post evaluation:complaint incident is the only complaint for the cam01 monitor for the reported failure; the reported failure could not be duplicated. No trend has been identified. Statistical analysis: no statistical analysis is deemed required based on review of complaints in trackwise; this is the only complaint identified. Future complaints will be continued to be monitored and trended. Ncr review: no review of non-conformance reports (ncr's) is deemed necessary as the root cause of the complaint incident was not determined due to no fault found. Trending analysis has concluded no further action is required for the complaint investigation. Further incidents of this nature will be monitored for recurrence and trending purposes. A review of 12 months of complaint for cam01 was completed. A total of 2 complaints were reviewed and neither complaint was related to this issue. This is the 1st complaint for the cam01 monitor for the reported failure. No trend was identified. The risk associated with the associated hazard has a probability of probable and severity level of serious. The risk control table states for this hazard "alarp, human error precludes a lower probability".

Event description:
From e-mail sent by reporter (B)(6) 2017: fault description: the screen shows only start up display, no other functions are active: was customer impacted by this failure - yes. Was the intervention delayed due to this failure - yes. Is this a repair / check or a complaint - repair /check. Is the item still under warranty - no. Additional information has been requested.